Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.report mw5087846 received.

Event description:
It was reported that sometime in the 4 weeks after implant, the right ventricular lead exhibited loss of capture and loss of sensing. The pulse generator was not useful due to the lead anomaly. The lead was replaced on (B)(6) 2019. The patient was discharged.